Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) battery - battery depletion-normal.

Event description:
It was reported that the pulse generator had measured an increased battery impedance from 5.7 kohms to 9.3 kohms within 6 months and went to end of life. The pulse generator was explanted and replaced. There were no patient complications reported.